Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, one of the universal surgical manipulators (usms) drifted when the surgeon released the master tool manipulators (mtms). It was noted that the issue occurred on both surgeon side consoles (sscs). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error 23075 indicating that the surgeon released an mtm while his/her head was still in the high resolution stereo viewer (hrsv). However, this ssc was being used with another system (sk3359) at the time of the event. The surgeon was advised not to release the mtms while his/her head was still in the hrsv. The tse informed the customer that a setup/drape tension issue could cause an arm to drift. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) would perform a case observation for the reported drifting issue. The system was working properly, and no additional action was required as the issue was resolved.